Manufacturer narrative:
Initial reporter address: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dried liquid was found outside of an unspecified quantity of em2400 valve sets. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.